Event description:
Swelling [swelling]. Joint fluid retention [joint effusion]. Case description: spontaneous report was received on (B)(6) 2012, from a physician regarding a (B)(6), female, pt, (B)(6), with gonarthrosis. The pt's medical history was not provided. The pt had the concomitant diseases of osteoarthritis of hips and heart burn. On (B)(6) 2012, the pt initiated treatment with synvisc (hylan g-f 20) injection at a dose of 2 ml per week (route and location not provided). The lot number of synvisc was not provided. On an unspecified date in (B)(6) 2012, she received third synvisc injection. On (B)(6) 2012, she developed swelling and the following day, she visited a nearby institute. On (B)(6) 2012, she visited the clinic. The same day, arthrocentesis was performed and 40 cc of mildly opacified fluid was aspirated. The synovial fluid culture test was performed which was negative for pyrophosphate calcium. She had lavage of the site (unspecified) with normal saline. On (B)(6) 2012, she had arthrocentesis and 22 cc of mildly opacified fluid was aspirated. The same day, she had lavage of the site with normal saline. She had been under clinical examination. On (B)(6) 2012, the swelling remained a little. On (B)(6) 2012, she had arthrocentesis with 20 cc of fluid aspirated. On (B)(6) 2012, she recovered from joint fluid retention. The event of swelling was not yet recovered. The action taken with synvisc treatment was not provided. Relevant concomitant medications reported include alendronate sodium hydrate, rebamipide, cefdinir and celecoxib. The intensity for both the events was not provided. The reporting physician assessed the relationship between synvisc and the event of joint fluid retention as definite and did not provide the relationship between synvisc and the event of swelling. The qa (quality assurance) investigation summary was received on (B)(4) 2012.

Manufacturer narrative:
The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by this report.